Manufacturer narrative:
(B)(4).

Event description:
It was reported that through remote transmission, far-p wave oversensing and r-wave variation was observed on egms. The patient was asymptomatic. The physician will follow the recommended programming changes.